Event description:
It was later reported that the patient was currently in the hospital. A catheter revision was done on (B)(6) 2013 due to the catheter being disconnected. A dye study was done and the dye didn¿t go anywhere. During the catheter replacement, the surgeon noticed that the cerebrospinal fluid (csf) was bright red. The patient was admitted after the replacement to watch his csf further to be sure it cleared. At first they thought it was red due to the procedure, but another lumbar puncture was done on (B)(6) 2013 and the csf was ¿yellowish¿. The patient was expected to be in the hospital through the weekend until the csf was clear. At the time of this report, the pump contained saline and the patient was getting his medications intravenously. It was later reported that the patient had a drain in place. However, the reporter had no knowledge of discolored csf.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry. The patient reported that he began hearing the alarm on (B)(6) and then he went to the ER (emergency room) on (B)(6) 2013 to have his pump filled by a physician. The patient reported that he was admitted to the hospital due to uti (urinary tract infection) and that he stayed in the hospital because, he was sick, spasmin and upper muscles were tight. On (B)(6), the patient called his pump doctor, the pump was checked and an x-ray was ordered and it was found that the pump and catheter were found to be disconnected. The patient was told that he needed to have surgery but once he was discharged he was not given details for the neurosurgeon and the neurosurgeon never contacted him. The patient reported that he was told that he needs to be seen outpatient. It was also noted that the patient had seen a manufacturer representative in the hospital ¿2 months ago,¿ it was unclear when the events occurred as that timeline did not correlate with other dates that the reporter gave. It was noted that three days prior to the report, the patient ¿got sick,¿ had fever and chills and was back in the hospital, noting he couldn¿t sit upright and had jerking and spasms. It was stated that the oral medications were not helping and his spasticity had worsened and he was told ¿again¿ that he would need to see the neurosurgeon on an outpatient basis. The patient was upset because, he knew that he ¿simply needs surgery,¿ and he was waiting to hear back. The patient was also concerned about medication going subcutaneously versus to the intrathecal space. The reporter did not know how the pump was programmed at the time of the call but said that it was ¿high.¿ the device system was use to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was improved.